Event description:
It was reported the device was used during a laparoscopic splenectomy. It was reported while assembling the lcs the tissue pad was noticed to be crooked and the blade would not align properly. The instrument was never used on the patient. A new lcs was opened to complete the case. There was no consequence to the patient.